Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital with fluid overload. A clot was seen on the atrial lead via echocardiography. The right atrial lead exhibited high impedances; lead fracture was suspected. The patient was in stable condition. The device was reprogrammed to ddd mode.

Event description:
New information noted that the patient presented in clinic on (B)(6) 2017 for follow-up. It was noted that the atrial lead continued to exhibit high pacing impedance; the lead also exhibited intermittent capture and noise. The device was reprogrammed to vvi. The patient will continue to be monitored.